Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery alerts, the belt clip did not stay in place, the customer had to glue down belt clip to pump for it to stay in place, replace battery now alarm, a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) acc-1599, mmt-1880l. Troubleshooting was performed for batery alert issue. Battery cap contacts and battery compartment and/or springs were not damaged. Troubleshooting was performed for belt clip anomaly and non-serialized product being replaced. Troubleshooting was performed for display issue, customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. Instructed customer that serialized device will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for acc-1599.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement and self test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. Battery cycle 33.0 received the lowbatteryalert (104) on 06/24/2025 16:57:00 after more than 7 days at 13.35 days. Battery cycle 32.0 received the lowbatteryalert (104) on 06/10/2025 22:50:00 after more than 7 days at 14.5 days. Battery cycle 31.0 received the lowbatteryalert (104) on 05/27/2025 10:53:00 after more than 7 days at 14.01 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly; however, moisture damage was noted during visual inspection. The following cosmetic damages were also noted: in conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. No battery anomalies noted during testing or during download history review. However, after deconstructive analysis corroded electronic assembly was noted. Customer's concern of damage belt clip rails was confirmed during visual inspection when cracked belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.